Event description:
While using the eye mask on a client in rptr's massage therapy practice, it broke open and leaked out the gel in the enclosed gel pack. Luckily the blue gel leaked out into client's hair and not their eyes or skin, as it is labeled to be toxic. However, it did turn their blonde and recently highlighted hair, blue from the crown down into the back of their head. It took a month for the dye to come out. Reporter received no help from the manufacturer.